Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. Concomitant products: guide wire: sion blue. Guide catheter: mach1 7f bl3.5. The tenku balloon dilation catheter is an abbott vascular manufactured device which is distributed in (B)(6) by (B)(4). Although this device is not commercially available for sale in the us, it is similar to a device currently marketed for sale in the us. Sections type and PMA/510k number of this medwatch correspond to the device currently marketed for sale in the us. The device was not returned for evaluation. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history of the reported lot did not indicate a lot specific quality issue. Based on the information reviewed, there is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device. The investigation determined the reported difficulty appears to be related to circumstances of the procedure.

Event description:
It was reported that the procedure was to treat a de novo concentric lesion with mild tortuosity, heavy calcification, and 75% stenosis in the mid left anterior descending coronary artery. A 2.5x15mm nc tenku balloon catheter was used for pre-dilatation; however, the balloon ruptured at 18 atmospheres after 15 seconds during first inflation. The procedure was successfully completed with a xience stent. There was no clinically significant delay in procedure and no adverse patient effects. No additional information was provided.